Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Revision of acetabular liner and femoral head. Patient approx 3 years post thr. While dancing on christmas day he experienced sudden onset of pain and discomfort. He presented at a&e/opd and was admitted after examination for eua/ revision surgery. The acetabular liner had dislocated from the acetabular shell and on examination of the liner one of the ards (anti rotation device) had broken off. The liner also appeared elongated. The femoral head appears to have some wear marks but otherwise looks ok. Doi: unknown. Dor: (B)(6) 2021. Unknown side.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information received indicated that the reason for revision was that the liner disassociated from the cup while the patient was dancing. Affected side was left hip.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot : a worldwide lot specific complaint database search, or device history record (mre) review, was not possible because the required lot code was not provided.